Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, inspected and cleaned the pneumatic tap area, removed an o-ring, and successfully reattached the cartridge. The load process was completed, allowing the customer to resume insulin delivery.